Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data. That had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. There was no additional patient information provided by the customer due to privacy issues. The customer inspected the analyzer and determined the sample probe (list number 01g48-04) was the issue. The probe was cleaned, and the issue resolved however, sample integrity could not be ruled out as an additional possible cause. Return testing was not completed as returns were not available. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem; and instructions for replacing the sample probe. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. A 12-month review of list number 01g48-04 did not identify a trend for the sample probe. A service history review of architect c16000, serial number (B)(4) revealed no additional erratic or discrepant patient results reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data for the parts associated with this complaint revealed no trends, systemic issues, or nonconformance associated with the sample probe (list number 01g48-04). The current product monitoring review found no systemic issues or trends for the architect c16000 platform for the issue associated with this ticket. Based on the investigation, no systemic issue or deficiency of the architect c16000 analyzer, serial number (B)(4), or the sample probe (list number 01g48-04) was identified.

Event description:
The customer reported falsely depressed sodium (na) results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2021 sid (B)(6) initial = 117.9mmol/l (normal range 133-146mmol/l) / retest = 136.7mmol/l. There was no reported impact to patient management.